Manufacturer narrative:
Updated event description as follows: additional information received indicated that the reason for replacement was severe paravalvular leak.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis: conclusion: attempts to gather additional information and request product return have been made; however, these attempts have been u unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that three months post implant of this 29mm aortic bioprosthetic valve, the device was replaced with a 27mm aortic bioprosthetic valve. The reason for replacement is unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.